Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon not deflating with syringe at port on catheter tube. Patient placed in multiple positions and still unable to deflate. Foley draining adequate amounts throughout shift. Reviewed with l&d [labor and delivery], suggestion made to cut tubing at inflation port. Pink port cut from catheter tube, saline drained, and catheter removed without difficulty. Patient bladder scanned post removal for 29 cc. Ob [obstetrician] aware. Over to assess pt. Bedside us [ultrasound] performed. The patient was post c/s [cesarean section] from this morning at 0935. Registered nurse attempted to remove her foley as ordered around 1830. Per registered nurse, the foley had been adequately draining all shift. Registered nurse unable to deflate the foley using a 10cc syringe at the pink inflation port. Registered nurse moved the patient to multiple different positions with no luck. When registered nurse went over to l&d rounds, registered nurse asked if anyone had encountered this issue before because none of us had experienced this. L&d stated that they sometimes see it prior to delivery when the baby's head was low and they usually cut the inflation port off and the saline drains, so that was what they did and the foley was able to be successfully removed after that. Unfortunately, the patient was on the toilet when the pink port was cut off, and it went into the toilet and was unable to be saved. A bladder scan was done on the patient post removal for 29 cc. Md was made aware and came over to assess the patient and did a bedside ultrasound which was wnl [within normal limits].